Event description:
It was reported by service report that the head section will not stay up and lock. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Release crossbar.